Event description:
During an unknown procedure, the seal had damaged and could not use the device. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.